Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: drill breakage. The probable root causes could be interference between the drill shaft and guide from there being a mismatch or offset between the two the drill was misaligned when drilling through the guide which if the user moved their hand it may have lead to a complete snap excessive force applied by user. The failure mode will be monitored for future reoccurrence. (B)(4) 2014. (B)(4).

Event description:
It was reported that the drill broke during drilling. Both pieces were retrieved. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the drill broke during drilling. Both pieces were retrieved. The procedure was completed successfully.